Event description:
A female patient reported she experienced an eye infection with redness, 'leaking', itching and a burning sensation while using complete multipurpose easy rub formula. She went to an urgent care facility in 2009. She reported that initially she was diagnosed with pink eye, then a 'reaction to the solution'. She was prescribed vigamox and her symptoms resolved. In follow up she related her event as an 'infection' and noted she missed two days of work because of event. Follow up with her eye care professional has been requested but not yet received.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. Manufacturer of reported device performed microbiology and chemistry evaluations of the actual product used by the consumer. Complaint sample failed chemistry specifications, but was found to be sterile. A root cause has not been established.